Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had alarmed power error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she received power error five times since a month. The customer was assisted in troubleshooting and she was able to clear the alarm and able to complete the insulin pump rewind successfully; however the power error detected alarm recurred within a week of troubleshooting. The customer was advised to revert to back up plan and to put the insulin pump into storage mode. The insulin pump will be returned for analysis.